Event description:
This report is based on information provided by a third party bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating that the device charging port damaged. Will not charge. There were no user health consequences or impact reported.